Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with a nonfunctioning inflatable penile prosthesis device. During revision surgery, the physician discovered that the device had a loss of fluid in the system, which caused it to not inflate. Additionally, it was reported that the right cylinder showed wear and tear, and the outer layer was displaced. The device was explanted and replaced. There were no patient complications.